Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their lower aligner has caused a sore and the aligner has rough edge. Patient did file down the aligner but still is rubbing the sore that is there. Provided hh tips and requested additional information for the patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.